Event description:
The patient underwent placement of an iliac artery stent. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. Resistance was met on insertion and again when an attempt was made to remove the device. Fluoroscopy showed that the stent was actually located at the bifurcation between the iliac artery and the aorta and that the pvs sheath had gotten snagged on the edge of the stent. Pulling on the device also pulled on the sheath and manipulating the device could not get the stent released. The patient was taken for surgical device removal. Surgery was successful and the patient did fine.